Manufacturer narrative:
(B)(4). Date sent: 12/22/2023 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during a laparoscopic colectomy, the jaws did not open after the target tissue was cut and the device was removed from the abdomen. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.